Event description:
Adverse event(s): "pt impact unk" (no known impact or consequence to pt). Product problem(s): "touchscreen functions, but is distorted" (erratic display). A customer reported that the touchscreen functions but is distorted. The system was rebooted and the same thing happened. No add'l info was provided. Multiple attempts have been made to retrieve add'l info but none has been received to date.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. A review of complaints and service requests for the last 24 months indicated no add'l, related reports for this system. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).